Event description:
Information received indicated the left head rail will not stay in the up position.

Manufacturer narrative:
The hill-rom technician straightened out a piece of metal that caused the rail not to stay up to resolve the issue.